Event description:
It was reported the physician had noted message about the right atrial (ra) lead for this pacemaker device. The patient had no symptoms, and all lead measurement values were normal. Technical services (ts) reviewed and stated that at least one daily amplitude measurement was below the limit value. Ts recommended further troubleshooting options or to have patient seen in clinic. This device currently remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report contains correction in section h6 device codes.

Event description:
It was reported the physician had noted message about the right atrial (ra) lead for this pacemaker device. The patient had no symptoms, and all lead measurement values were normal. Technical services (ts) reviewed and stated that at least one daily amplitude measurement was below the limit value. Ts recommended further troubleshooting options or to have patient seen in clinic. This device currently remains in service. No adverse patient effects were reported.